Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 377845, lot# v006671, implanted: (B)(6) 2006, product type: lead. Product ID: 3550-09, lot# lc4007, implanted: (B)(6) 2004, product type: accessory. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient had a normal implantable neurostimulator (ins) depletion and was at 9 year removal appointment. There was a white milky, chalky substance in the ins pocket, several syringes full, and when the ins was removed it appeared as the white coating on the ins had corroded. The hospital lab tested the ph of the liquid and it was at 7. It was noted that the patient did not have any issues, good stimulation and normal coverage. Additional relevant medical history, postlaminectomy pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on (B)(4) indicated that the stimulation battery had normal end of life, elective replacement indicator (eri) or end of service (eos).